Event description:
It was reported that the device was working okay at first, but stopped working in the middle of the case. They tried reassembling the instrument and it would not pass testing. The device was replaced and the case completed with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. An error code 5 / solid tone was noted. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."